Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was surgically explanted due to a premature battery depletion (pbd). A different device was implanted. No additional adverse patient effects were reported. The explanted device is expected to be returned.